Event description:
The complainant reported that during a procedure, the thread of the stopcock rotator detached from its base. No harm or injury to the patient was reported.

Manufacturer narrative:
Conclusions: the suspect device has not yet been evaluated. The investigation will be performed, and a follow-up report will be submitted when additional information is available.